Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an unknown reason occurred (B)(6) 2020. +9 humeral spacer and 36/+9 humeral cup were implanted. No information available about explanted product and primary surgery.